Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was unknown. The customer is reporting a past event. Customer reported alarm occurred during manual prime. Customer was advised possible connection issue or occlusion in tubing or reservoir could lead to no delivery alarm. The customer reported the alarm was resolved by a reservoir change. The customer has product in question to return.